Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Customer reports that blood glucose level was not impacted by the issue. Reportedly, the customer reverted to using previous pump for insulin therapy.